Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during procedure, the left ventricular lead could not be flushed after removed from the body. A new lead was used and the patient was stable after the procedure.